Event description:
Additional information received indicates that patient was reprogrammed and good coverage was achieved. No anomaly was found during impedance check and x-ray. No further intervention is planned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated..

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed no anomaly. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.